Event description:
Healthcare professional reported a xen®45 gts event of "slider too stiff" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. Upon removal from the sample's storage container, the condition of the sample was observed to have updated. The slider knob was no longer found in the start position and was now found situated near the end position, and the needle cover became detached. The updated sample condition is likely due to analyst handling prior to sample investigation. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts event of "slider too stiff" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.